Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Insulin pump was unable to verify failed battery test due to blank display. Insulin pump had minor scratches on display window and cracked battery tube threads.

Event description:
The customer reported that the insulin pump alarmed failed battery test. Troubleshooting was done. Customer's blood glucose was unk. Customer still received failed battery test during the troubleshooting. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per hlth care provider. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.